Event description:
It was reported to medtronic minimed that the customer was hospitalized due to hypoglycemia and pump had allegation of possible over delivery anomaly. The customer reported blood glucose value of 2.8 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported hypoglycemia was treated with glucagon. Customer mentioned the pump did not stop on 2.8 mmol/l. Customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was active at the time of low blood glucose event. Customer believed there was a possible cybersecurity and/or hacking event. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer's father reported that the customer had a low blood glucose under 2.8mmol/l and the paramedics were called. Glucagon was given to treat the low. Customer was not hospitalized. Incident date was may 12, 2024 at 4:30am. Caller said a low suspend at 2.8mmol/l was set up during the training with the doctor. Caller said the pump did not suspend before the 2.8mmol/l reading. Customer's father has since changed the settings to have the pump suspend before low of 3.8mmol/l and has also changed the alarms. Caller alleged possible cybersecurity and/or hacking event. Caller also said the programming was inaccurate. Helpline advised caller to talk with doctor to check if the settings are still the best settings. Caller no longer alleged over delivery by the end of the call. Caller said smartguard was not used at the time of the low. However, carelink showed smartguard was used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.